Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h2, h4, h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient-related factors, including hld, cad, diabetes mellitus type 2. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (Stock verbiage at the end)

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was under consideration for a valve-in-valve procedure after an implant duration of 4 years, four (4) months due to severe stenosis. Per medical records, the patient presented with acute on chronic chf nyha iii, respiratory failure, and afib rvr (after being discharged 2 days earlier). He is being evaluated for viv; echo showed stenosis with mg of 42mmhg. On hospital day #10, the patient was ambulating and collapsed/arrested. CPR initiated, despite maximum effort expired. Cause of death was list as; severe as, acute on chronic hf, and cad.